Event description:
Kcentra - "vacuum failure" during reconstitution patient needed 2000 units of kcentra infusion. During reconstitution using the transfer set provided, the first set of vials allowed transfer of about 5-10 mls before failing and for the second box, none of the diluent transferred at all. Luckily the reconstitution instructions had information on how to disassemble the transfer kit and use syringe and needle to reconstitute the medication. Both boxes had the same lot p100675319. Transfer kit: mix2vialtm 20/20 lot h934. Sterile water for injection lot p100675319. Prothrombin complex concentrate (human) lot p100675319. Pt: 4582. Device: 4039, 2340. Reference: mw5183086.